Event description:
It was reported that, during implant testing, the 65j shock had an impedance of 96 ohms but the 10j shock impedance was 125 ohms. The next day the impedance was 85 ohms with the 10j shock. Technical services suspects the tissue interface may account for the impedance differences. Three years later, the doctor explanted the entire system. It was replaced with a new pulse generator and electrode. There were no additional adverse patient effects.